Event description:
Add'l info was received on (B)(4) 2011, at which time the ticket was made into a complaint. Customer reported that iquery returned incorrect results. While performing a query by pt name, multiple results were shown. One of the associated mrns was found to be for two different pts. Root cause investigation is in progress.